Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site to ascertain the cause of the issue. The fse found that the sample valve was not working correctly; valve was intermittently not closing. Fse replaced the valve. There were no further issues reported after these fse activities. (B)(4). Associated MDR: 9612296-2016-00076. The patient demographics were not provided by the customer.

Event description:
Customer reported the au480 clinical chemistry analyzer generated flags with no result value on multiple assays on a single sample on different dates. This MDR reports the event that occurred on (B)(6) 2016; customer stated that no erroneous results had been reported out of the lab for this event. There was no death or serious injury associated with this event. Customer was not able to repeat the sample or have it recollected. The test orders were cancelled. Customer reported that controls (qc) performed before and after the event had demonstrated acceptable recovery. The customer indicated that the analyser generated data flags at the time of the event: %,?,r and ba flags were generated. These flags are indicators that the sample probe has not been able to aspirate any sample for testing.